Event description:
This is a spontaneous case report received from a lawyer / attorney in the united states, on behalf of a plaintiff in united states on 23-sep-2016 which refers to a adult (>=18y & <65y) female consumer who had essure (fallopian tube occlusion insert) inserted on (B)(6) 2010. Plaintiff's post-procedure period has been marked by increasingly severe pain and discomfort, including excessive weight gain, excessive migraine headaches, depression, and excessive bacterial infections. Plaintiff never experienced any of these conditions prior to undergoing the essure procedure. She subsequently sought treatment for her symptoms from her physicians, but was unable to resolve them. On or around (B)(6) 2011, plaintiff had to undergo a procedure to have ovarian cysts removed. On or around (B)(6) 2011, she had to undergo a partial hysterectomy as a result of essure. On or around (B)(6) 2014, plaintiff had her essure coils removed at a healthcare facility. Company causality comment this spontaneous case report refers to a female consumer who had essure (fallopian tube occlusion inserts) inserted and experienced chronic pelvic pain and ovarian cysts. Both events required surgical interventions. Pelvic pain is listed in the reference safety information for essure while ovarian cysts is unlisted. There are various types of ovarian cysts, such as dermoid cysts and endometrioma cysts; however, functional cysts are the most common type. Since the contraceptive effect of essure is mainly due to its local and mechanical effect into fallopian tubes, ovulatory cycles with follicular rupture remain occurring in women of fertile age under essure. Thus, based on essure method of action and on the physiopathology of an ovarian cyst, the causality for the event ovarian cysts was assessed as unrelated. Chronic pelvic pain may occur within consumers under essure use. Thus, based on a positive temporal relationship and lack of alternative explanation, causality between this event and suspect insert cannot be excluded. This case was regarded as incident since device removal was required due to an event related to essure use. Other nonserious events were reported. A product technical analysis is being sought. No active follow-up is allowed and further information is expected only through litigation process.

Manufacturer narrative:
Quality safety evaluation received on 11-nov-2016: (B)(4). No sample available for this investigation. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. Although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. However, the reported medical events are not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar adverse event cases is not applicable. No specific quality issue was defined, therefore no meddra llt can be provided. Company causality comment: this spontaneous case report refers to a female consumer who had essure (fallopian tube occlusion inserts) inserted and experienced chronic pelvic pain and ovarian cysts. Both events required surgical interventions. Pelvic pain is listed in the reference safety information for essure while ovarian cysts is unlisted. There are various types of ovarian cysts, such as dermoid cysts and endometrioma cysts; however, functional cysts are the most common type. Since the contraceptive effect of essure is mainly due to its local and mechanical effect into fallopian tubes, ovulatory cycles with follicular rupture remain occurring in women of fertile age under essure. Thus, based on essure method of action and on the physiopathology of an ovarian cyst, the causality for the event ovarian cysts was assessed as unrelated. Chronic pelvic pain may occur within consumers under essure use. Thus, based on a positive temporal relationship and lack of alternative explanation, causality between this event and suspect insert cannot be excluded. This case was regarded as incident since device removal was required due to an event related to essure use. Other nonserious events were reported. The product technical analysis concluded, as a product quality defect could not be confirmed but is considered plausible ,a relationship with the reported medical events cannot be totally excluded. No active follow-up is allowed and further information is expected only through litigation process.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('increasingly severe pain') and ovarian cyst ('ovarian cysts') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included uterine prolapse, dysmenorrhea, dyspareunia and dysfunctional uterine bleeding. On (B)(6) 2010, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), ovarian cyst (seriousness criterion medically significant), discomfort ("increasingly discomfort"), abnormal weight gain ("excessive weight gain"), migraine ("excessive migraine headaches"), depression ("depression") and genital infection bacterial ("excessive bacterial infections"). The patient was treated with surgery (laparoscopic-assisted vaginal hysterectomy). Essure was removed on (B)(6) 2014. At the time of the report, the pelvic pain, ovarian cyst, discomfort, abnormal weight gain, migraine, depression and genital infection bacterial outcome was unknown. The reporter considered abnormal weight gain, depression, discomfort, genital infection bacterial, migraine, ovarian cyst and pelvic pain to be related to essure. The reporter commented: insertion date: (B)(6) 2010 (discrepancy noted) removal date: (B)(6) 2011 (discrepancy noted) quality-safety evaluation of ptc: no sample available for this investigation. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. Although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. However, the reported medical events are not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar adverse event cases is not applicable. No specific quality issue was defined, therefore no meddra llt can be provided. Most recent follow-up information incorporated above includes: on 18-mar-2021: medical record received. Reporters information, rcc and medical history were added. Real fu was received and there was no significant change in the medical context of case .imdrf code/FDA code updates done. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('increasingly severe pain') and ovarian cyst ('ovarian cysts') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included uterine prolapse, dysmenorrhea, dyspareunia and dysfunctional uterine bleeding. On (B)(6) 2010, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), ovarian cyst (seriousness criterion medically significant), discomfort ("increasingly discomfort"), abnormal weight gain ("excessive weight gain"), migraine ("excessive migraine headaches"), depression ("depression") and genital infection bacterial ("excessive bacterial infections"). The patient was treated with surgery (laparoscopic-assisted vaginal hysterectomy). Essure was removed on (B)(6) 2014. At the time of the report, the pelvic pain, ovarian cyst, discomfort, abnormal weight gain, migraine, depression and genital infection bacterial outcome was unknown. The reporter considered abnormal weight gain, depression, discomfort, genital infection bacterial, migraine, ovarian cyst and pelvic pain to be related to essure. The reporter commented: insertion date: (B)(6) 2010 (discrepancy noted). Removal date: (B)(6) 2011 (discrepancy noted). Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. Most recent follow-up information incorporated above includes: on 13-apr-2021: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.